Event description:
On 10/21/1998 following a diagnostic procedure, an angio-seal device was placed in a pt's right groin. Hemostasis was not achieved with the device, and pressure was held with control of the bleeding. Sometime after the deployment the pt was noted to have lost her pulses, however, the physician attributed this to a spasm and the pt was discharged in reportedly satisfactory condition. On 10/23/1998 the pt presented to her physician with complaints of pain, tingling and numbness at the puncture site. A hematoma was palpated at the groin site. An ultrasound was performed which identified an occlusioon opf the right common femoral artery extending into the right proximal superficial femoral artery. The pt was taken to surgery where collagen and thrombus were found intra-arterially. The vessel was repaired with flow restored. The pt was discharged home in satisfactory condition. As of 11/23/1998 there has been no report to the MFR of further complication or pt sequelae.